Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep performed a filament calibration and adjusted the battery charger voltage as a precautionary measure. The charger error would have prevented a possible accidental radiation occurrence caused by the filament regulatory. The system operates as intended.

Event description:
The customer reported the system displayed a filament regulator error and a charger error. No pt injury was reported.